Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient got admitted with the following pre-operative diagnosis: l5-s1 severe degenerative disk disease causing chronic axial back pain refractory to conservative management. Patient underwent the following procedures: l5-s1 radical diskectomy and interbody fusion using peek impregnated with bmp and graft material. Bilateral anterior l5 nerve root decompression. Anterior arthrodesis using a large lag screw and washer (zimmer). L5-s1 posterior spinal fusion using pedicle screws and rods. Per op-notes, ¿an 11 mm peek interbody spacer was impregnated with rhbmp-2/acs¿¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.